Event description:
On (B)(6) 2023, getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, upon the preventive maintenance activities being performed on the device, a stopper was found to be missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Initial reporter: getinge service technician. The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of b5 describe event and problem and d4 serial # and d4 catalog # and d4 version of model # and h6 component codes and h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 20th july 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, upon the preventive maintenance activities being performed on the device, a stopper was found to be missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Corrected b5 describe event and problem: on 20th july 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700/500. As it was stated, upon the preventive maintenance activities being performed on the device, a cap was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Previous d4 serial # (B)(4). Corrected d4 serial # (B)(4). Previous d4 catalog # and d4 version of model # ard568370900. Corrected d4 catalog # and d4 version of model #ard568370900/ard568350900. Previous h6 component codes: mechanical/stopper//4724. Corrected h6 component codes: mechanical/cap//424. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. On 20th july 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700/500. As it was stated, upon the preventive maintenance activities being performed on the device, a cap was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during preventive maintenance. A root cause analysis was performed by the subject matter expert at the manufacturing site. As they stated, maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 20th july 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700/500. As it was stated, upon the preventive maintenance activities being performed on the device, a cap was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.